Event description:
Complaint received reporting component issues with use of one (1) 12512-01, microclave clear connector. The initial info reported "the negative pressure valve came off when the IV infusion manifold was removed from the clave to troubleshoot the IV pump alarm." Additional statements record "pt was very dependent on epinephrine for hemodynamic stability. Pt did have a period of pulseless electrical activity (pea) resuscitated quickly." Additional relevant info including status of the involved device return has been requested. As of the date of this report there has been no response. The involved 12512-01 connector / set-up have not been returned. The facility provided a digital photograph of the 12512-01 microclave connector. The photograph showed the silicone plug was protruded/appears separated from the connector body. The photograph was inconclusive in determining the root cause of this component anomaly.

Manufacturer narrative:
Although not always repeatable, previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave assembly is exposed to high back pressures. High pressures can be generated with small syringes (10 cc and smaller). When high pressures are generated with infusion or flushing through small syringes it is important to isolate the microclave by turning the stopcock handle so that it is off to the port that the microclave is attached to. Detailed analysis of the involved components, design attributes, materials, mfg and assembly processes and equipment have been performed. The continuous improvement teams have identified, qualified and implemented improvements that are expected to address plug protrusions from occurring when high pressures are generated within the fluid circuit. Mfg lot build review: a review of the mfg lot database for the reported lot# 38-789-jw (mfg date 02/2014) shows 72000 units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot build. The involved devices have not been returned. The exact cause of the component conditions shows in the digital photograph are unk. Usage / technique most likely contributed to this event/component issue.